Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone 30 mg/ml, clonidine 300.0 mcg/ml and bupivacaine 10.0 mg/ml (doses were unknown) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. The patient was "anesthetically poisoned¿ and almost died of a massive stroke. The healthcare provider (hcp) did not know the size of the pump, was putting different amounts of medication, never opened a computer, and ended up "throwing me out because he didn't know I was on pain medication even though it's listed on everything." The patient was seeking a new managing physician. The patient could not afford to continue flying to the hcp in massachusetts. The patient¿s pain hcp had provided him with a referral. The patient tried to call the referral but did not receive an answer and had lost the information. No further complications were reported.